Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that a technician was dispatched onsite to evaluate the device. Upon arrival, attempts were made to reproduce the issue; however, the ventilator was able to pressurize and maintain 11 cmh2o without difficulty. No loss of pressure was observed. The unit was operated continuously for 45 minutes without incident. A 2k preventive maintenance was then performed per the service manual. Analysis for reports of this type has not identified an increase in trend.

Event description:
It was reported that during use on a patient, the device mean airway pressure (map) was dropping from 11cmh2o to 6cmh2o. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.